Manufacturer narrative:
(B)(4). Batch # = m93j3g. The analysis results found that the er320 device was returned in good condition. In addition, 1 clip malformed and 1 clip unformed were received with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining (B)(4) clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when placing the first clip on the vessel, the clip was positioned askew in the jaws of the device. A second clip impacted on the first clip and it was then impossible to use the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.